Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. There was several short v-v intervals and possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2008; 419478 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).